Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation requirements for photographs: reviewing attached picture, the complaint description cannot be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown guide/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a humeral nailing procedure on an unknown date, the surgeon encountered difficulty while using an expert nail. After inserting the nail and applying the guide for the proximal locking screw, the surgeon drilled with a drill bit and measured. The screw was inserted and confirmed to be in the right position via scopic control. Subsequently, the surgeon attempted to remove the guide, however, was not able to remove it from the protection sleeve. After several manual attempts, a hammer was used for an extraction to remove the guide. The guide was removed, but also dragged the screw. Thus, the surgeon was forced to change the locking method by inserting the helical blade. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. The sales representative noted that from analysis of the guide, the end was deformed by obvious hammering, which did not allow the head of the screw to pass. Concomitant devices: drill bit (part: unknown, lot: unknown, quantity: unknown), nail (part: unknown, lot: unknown, quantity: unknown), guide wire (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown guide. This is report 3 of 3 for (B)(4).